Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician notified the patient that "one of the leads needs to be removed because the resistance is high and the lead could break". The right ventricular (rv) lead will be explanted and replaced. No patient complications have been reported as a result of this event.